Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek pro ii meter serial number (B)(4). The date of event is only an approximation. Further clarification has been requested. This medwatch will cover strip lot 36425315. For information on strip lot 37858512 please refer to the medwatch with patient identifier (B)(6). For patient 1 the result from strip lot 37858512 was 3.2 inr and the result from strip lot 36425315 was 2.2 inr. For patient 2 the result from strip lot 37858512 was 8 inr and the result from strip lot 36425315 was 6 inr. The time between the meter results and the laboratory results was less than 7 hours. There was no allegation of an adverse event. The affected products have been requested for return. Relevant retention test strips (lot 378585 and 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 40% . Donor 2 hct: 43% . Testing results: donor #1: retention meter and master lot strips: 2.9 inr . Retention meter and customer strips vial 1: 2.8 inr . Retention meter and customer strips vial 2: 2.8 inr donor #2: retention meter and master lot strips: 2.5 inr . Retention meter and customer strips vial 1: 2.4 inr . Retention meter and customer strips vial 2: 2.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields have been updated.

Manufacturer narrative:
The date of the event has been confirmed to be (B)(6) 2019.